Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing causing inappropriate automated mode switch (ams) episodes. This subsequently resulted in loss of biventricular pacing. The patient was stable and no intervention was reported.